Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 11.7mmol/l. The customer was unable to exit the preparing to prime loop. Customer stated that they did not received 2nd series of beeps and or number appears on the screen. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage failed battery test. Customer's blood glucose at time of incident was 11.7mmol/l. Customer was advised that we are sending pump replacement.

Manufacturer narrative:
The pump was received with a detached end cap, cracked battery tube threads, a completely broken off reservoir tube lip, and a missing reservoir tube o-ring. The pump passed the idle current, run current, self test, off no power, and unexpected restart error tests. No failed battery test alarms were noted. Unable to perform the basic occlusion, occlusion, prime, no delivery, or displacement tests or verify the compromised force sensor system alarm due to the detached end cap.